Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Additional information states that the complaint indicates the use of metilcelulose 2 percent as a viscoelastic which is not qualified for use with the associated intraocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that at the time of implantation, the lens got stuck and the plunger came out over the lens and tore the lens. The doctor tried to remove the lens and implant it with an company cartridge. There was no impact to the patient. Additional information has been requested.